Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. Unit received with broken reservoir tube lip, received missing o ring, minor scratches on lcd window, cracked case at display window corners and reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the metal ring on the reservoir compartment came off. The customer's blood glucose was 378 mg/dl. No significant events prior to the physical damage. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.